Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not boot and device stuck on black screen. A field service engineer (fse) re-imaged station version 1.74 to the hard drive. The customer then inventoried multiple medications successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was rebooted to install weekly updates but does not boot properly. The unit was not communicating and remained stuck on a black loading screen. However, there were no delays or adverse events or injuries reported based on this event.